Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The manufacturer became aware by an u.s. Publication "anatomic total shoulder arthroplasty using a self-pressurizing pegged bone preserving cemented glenoid component: a 2 to 5 year follow-up study¿, published in 2016 regarding the reunion total shoulder arthroplasty system (tsa), involving following implants: pegged glenoids, humeral heads and humeral stems. In sum 10 patients had been observed presenting 10 adverse events in a period from august 2011 to december 2014. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database revealed that the events had not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively. This product inquiry addresses a revision surgery carried out due to unknown reasons prior patient¿s death in conjunction to one tsa glenoid, one tsa humeral head and one tsa humeral stem.